Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced bladder prolapse, urinary tract infection, urinary incontinence, frequency, severe urgency, suprapubic discomfort and dysuria. Furthermore, it was reported that the plaintiff died. The cause of death was reported as septic shock and pneumonia. Related to manufacturer report #: 2183959-2014-23865.